Event description:
It was reported that when turning on the power, the pump alarms and shows "pump/valve controller failure." After checking, the default was found to be the central processing unit ('cpu') printed circuit board ('pcb') and front end pcb. Additional information received from the distributor on 01/05/2010 stated "the pump did not affect the patient in a negative way" and "there was no injury or complications."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.